Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Concomitant product: dtba1d1 ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient had a ventricular arrhythmia below the programmed detection rate approximately 4 months after the implantable cardioverter defibrillator (ICD) was implanted. It was unknown if the device was reprogrammed. Review of the manufacturer's database revealed the patient died 4 days later. Cause of death and additional details are unknown.